Manufacturer narrative:
The device was not returned for evaluation. In a follow up call, the reported issue was found to be resolved. The issue was resolved through troubleshooting by cleaning the scope contacts and debris was removed. The intended procedure was completed. To date no other issues were reported. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use. The device clv-190 exhibited b30 error. In addition, according to the reporter, static image was present on the monitor. There was no patient involvement on this report.

Manufacturer narrative:
This follow up report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, the device history record (DHR) and instructions for use (IFU) were reviewed. A review of the DHR confirmed that there were no abnormalities or anomalies identified in production. The following statement is provided in the IFU: "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." The root cause could not be determined. However, the probable cause of the error was failure in communication due to adhesion of the foreign objects to the electrical contacts of the scope connector. The problem was resolved by cleaning the scope.